Manufacturer narrative:
Information contained in this report was previously submitted through psr on 18/apr/2016. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side "reoperation" due to "haematoma." Healthcare professional later reported "pain, [and] capsular contracture" baker grade unknown. Device has been explanted.